Event description:
It was reported by the sales rep. That an error code 3 was received with 2 seperate handpieces. They then switched generators and both handpieces worked fine. During troubleshooting, it was found that they continually received hp open fault (fault 52,) as soon as the generator was put into ready mode. When both handpieces were placed on a second generator, no errors occurred. No specific case info was known. The customer will be sending the generator in for repair.

Manufacturer narrative:
Analysis summary: the analysis site found that the unit boots up with error 3. The service center replaced the main pcb to correct the complaint. The generator was serviced, then burned in, functionally tested, and was found to operate properly.